Manufacturer narrative:
The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. The device failed testing due to intermittent operation on battery power. Visual inspection found 2 depressed negative contact pins causing this condition. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it turned off without user input. No additional information is available.